Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three months prior to the explant procedure from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7072394/7072004. Additional suspect medical device component involved in the event: product family: scs-linear fixation, upn: m365sc43180, model: sc-4318, batch: 26210252.

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted device will not be return due to facility policy.